Event description:
A customer contacted beckman coulter inc. (Bec) and reported getting incomplete tube forward on the coulter hmx hematology with autoloader analyzer and notes a bloody leak near the needle, but cannot locate the source. The leak was not contained within the instrument and leaked onto the floor. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection at the time of the event. There was no exposure to skin, open wounds or mucous membranes. No injuries occurred and medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure control or risk management plan in place at the facility. No erroneous results were generated or reported due to this leak. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found that the piercing station sensor toggle and deadplate were dirty. The fse replaced the piercing station deadplate kit and needle cartridge, and the issue was resolved. Per additional communication, the fse indicated that pump module would not actuate and bellows drain (pv21) over flowed which was the root cause of this event. (B)(4).